Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned module was evaluated. During evaluation the module passed all visual and functional testing. No errors or interruptions to measurements were observed and no loss of measurement occurred when the cable was bent. Alarms were functional and the module passed comparison testing for psi measurements. Visual inspection was performed inside and no internal circuitry damage or defects were observed. The customer complaint was not duplicated. The device is fully functional., corrected data: additional information: d4 updated from "9513" to "25761".

Event description:
The customer reported that the device provided high readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the device provided high readings. No consequences or impact to patient were reported.